Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.

Event description:
Postoperative fever case for clinical study (CT no. (B)(6)): the patient is female and (B)(6) years old, was admitted in the hospital on (B)(6) 2014. Diagnosed as lumbar spinal stenosis, lumbar spondylolisthesis in 4, hypertension. The surgeon did surgeries of laminectomy, discectomy, pedicle screw fixation, cage implantation and fusion on (B)(6) 2014. Target lesion is l4-l5. Blood loss 150ml during the whole surgery. Temperature is 38 centigrade. No special treatment. On the 2nd day of the surgery, the temperature was decreased to 37.5 centigrade. On the 3rd day, the temperature was increased on 6:00 pm. On (B)(6) 2014, increased to 39 centigrade. The patient was treated with diclofenac sodium and indomethacin. The patient's temperature returned to normal on (B)(6) 2014. The surgeon's opinion is that it was related to post-operation heat of absorption.